Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were sent for review as the patient was having voltage and power connection issues when connected to both the mobile power unit and batteries. The system controller was exchanged and the alarms have not been heard since. The log files noted power cable disconnect and low voltage advisory alarms when using battery power.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the patient having low voltage and power cable disconnect alarms active was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6) ) was not returned for analysis; however, a log file was submitted. The submitted controller event log file contained data spanning approximately 4.5 days ((B)(6) 2023 per the timestamp). Throughout the log file intermittent atypical low voltage advisory and power cable disconnected alarms activated due to fluctuating voltages on the cables. These alarms were not associated with any routine battery use or power source exchanges. The alarms appear to resolve on their own and pump speed was not affected by any of the alarms. Provided information stated that there is no documentation of troubleshooting prior to the controller exchange, the issue resolved after the controller exchange, and the products will not be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low voltage alarm conditions, and the actions to take if the alarms do not resolve. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.